Event description:
A third-party service agent contacted physio control to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.

Manufacturer narrative:
The device and the battery were further evaluated by physio control. It was confirmed that the that the root cause of the of the non-rechargeable battery (which was sent with the device) depletion is to be due to cell imbalance. Battery has a cell imbalance. The device passed all functional tests and was returned to the customer.

Manufacturer narrative:
A third-party service agent performed an initial evaluation of the customer's device and verified reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
A third party service agent contacted physio control to report that their customer's device had experienced sudden battery depletion. Upon initial evaluation, physio control observed that the downloaded data showed that the device's battery had suddenly depleted during its daily automated self-test. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient use associated with the reported event.